Event description:
Preparing to begin leucovorin infusion and IV tubing cassette was placed into alaris pump. As the nurse was about to begin the infusion, the nurse noticed a drop of fluid dripping from the lower aspect of pump. In checking the IV tubing connections, which were secure, the nurse noticed that the tubing connection that locks directly into the top of the cassette had come out (this is normally a permanent connection of the manufactured IV tubing). All tubing clamps were immediately closed and tubing was changed. The infusion was started after appropriate changes made. (Same patient had a 2nd line of oxaliplatin started via the same IV line, piggybacked together.) No treatment fluids were lost. Dextrose 5% was the solution dripping via damaged tubing.